Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl, resulting in "a seizure which caused dislocation in [their] shoulders", and "one of [their] shoulders also has a fracture". Low bg cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem transmitter issue. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved. The customer continued to use the pump for insulin therapy.